Event description:
Patient had foley catheter in place. When the rn attempted to remove the catheter she was unable to deflate the balloon. After attempts by multiple team members, the balloon still would not deflate.in order to remove the foley catheter, the patient was required to undergo an interventional radiology procedure. In ivr, the balloon was injected with contrast, which flowed freely into the balloon, but could not be drained. The radiologist punctured the balloon through the patient's abdomen using a 22 gauge spinal needle. After this, the balloon deflated and the catheter was easily removed.